Manufacturer narrative:
(B)(4). Additional summary: a dispensed needle/suture was returned for analysis. During the visual inspection of needle/suture, slightly marks on the body needle appears to be by use of surgical instruments could be observed. Also, body fluids and damage at some barbs were noted and the sides of the fixation tab were broken. According to sample condition, the assignable cause of the performance - fixation feature breakage suggest an improper handling.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2018 and a barbed suture was used. During the procedure, the fixation tab was broken off at the first passing of the needle through the fascia. There were no adverse consequences to the patient. No additional information has been provided.